Event description:
The clinician reports the implant was inserted (B)(6)2008 in ada 20 of the patient's mouth. On (B)(6)2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, increased sensitivity and inflammation. No further patient complications were reported.